Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown due to insufficient information. Philips was unable to confirm the allegation regarding the c-arm could not move before a procedure as the customer did not call philips to report and evaluate the issue. The customer also did not provide additional information regarding the resolution and clinical related information. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The status of the system is therefore unknown. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that c-arm could not move before examination. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.